Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastrectomy procedure, the device was jammed in closed position inside the patient. Use of the manual override to unblock the device, the jaws got opened in less than a minute. Another like device was used to complete the procedure. In the evening of the initial procedure the patient came back to the or because of an important bleeding. A transfusion of 3 l of blood has been required.

Manufacturer narrative:
(B)(4). Batch # p55h60. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.: what were the indications for surgery? Were there any issues in regards to hemostasis in the primary procedure? During which firing did the jamming of device occur? Was buttressing material utilized? If so, which product? On the firing that the device jammed in the closed position, did it staple or cut? If the device stapled, were any staple formation issues noted? What is the surgeon¿s level of experience with the device? Were any clips used in the procedure? Was the device being fired over another staple line when it jammed? What cleaning technique was used between firings? Was the site of post-operative bleed identified? How was the bleeding addressed? Does the surgeon believe the jammed device in the procedure was related to post-operative complications? Please explain. What is the current patient status? The analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.